Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information later reported the pump was used to deliver fentanyl and bupivacaine. The patient did not have meningitis. The signs and symptoms of infection included redness, drainage and incisional wound opening. The location of the infection was noted to be the device pocket. A culture was obtained from the device pocket along with blood culture. The organism cultured was noted as pseudomonas aeruginosa, (pseudomonas fluorescens-putida group). The treatment included oral antibiotics and pending clearance at the time of the report partial device system explant. The patient outcome was noted as ongoing.

Event description:
It was reported an infection occurred in (B)(6) 2013. The patient reportedly visited another health provider for a refill and it was stated 'the person who was assisting may not have prepped something the right way,' as it was noted that the infection began a couple days afterward. It was said the infection was 'really bad' and that the location of the infection was 'around the pump' and it was noted it was 'the size of a basketball' and 'blew up on my side.' It was added that the incision 'didn't close up' on it's own and drained for four or five days. The patient stated she showered to help 'drain it.' The coloration of the skin was black; it was no longer red. The patient stated it felt 'irritated around the pump with pressure' and that, 'it hurts.'